Event description:
Contralateral approach. Highly calcified sfa with a 80 % stenosis about 80mm in length. The embolic protection device was placed in the distal sfa. The turbohawk was placed over the wire. One insertion with 8 passes was performed. While backing out the turbohawk the wire kinked, then it looked as though the distal nose cone came off the turbohawk. The patient was sent to have a cut down procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.